Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the returned photos and identified a cut catheter. No stretched phenomenon or elongation of the catheter tubing was identified that would indicate any issue with the tubing material. The manufacturing process has been reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause a cut of this type. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter was broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. A device history record review showed no non-conformances associated with this issue during the production of this batch. Customer complaint trends will continue to be evaluated on a monthly basis. H3 other text : see section h.10.

Event description:
It was reported that a needle break occurred during use with a venflon pro 22ga 0.9mm od 25mm. The following information was provided by the initial reporter, "cannula (venflon-pro) was broken during use & part of cannual was remained in the vein & removed after surgical intervention. Cannula was in two parts. One part we have collected. Another part was collected from the residence of the patient as he has taken that part with him. While taking/collecting broken peace from the patient, patient inquire about the loss inquired by him of rs 7000 charged by the hospital for surgical procedure for removing the broken part in his vein. So patient is asking for reimbursement for unnecessary "surgical procedure" and mental trauma caused to him."

Manufacturer narrative:
The following are the changes. F.8 device codes 1354 & 2944.

Event description:
It was reported that a needle break occurred during use with a venflon pro 22ga 0.9mm od 25mm. The following information was provided by the initial reporter, "cannula (venflon-pro) was broken during use & part of cannual was remained in the vein & removed after surgical intervention. Cannula was in two parts. One part we have collected. Another part was collected from the residence of the patient as he has taken that part with him. While taking/colllecting broken peace from the patient, patient inquire about the loss inquered by him of rs 7000 charged by the hospital for surgical procedure for removing the broken part in his vein. So patient is asking for rembursement for unnecessary "surgical procedure" and mental trauma caused to him."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred during use with a venflon pro 22ga 0.9mm od 25mm. The following information was provided by the initial reporter, "cannula (venflon-pro) was broken during use & part of cannula was remained in the vein & removed after surgical intervention. Cannula was in two parts. One part we have collected. Another part was collected from the residence of the patient as he has taken that part with him. While taking/collecting broken peace from the patient, patient inquire about the loss inquired by him of rs 7000 charged by the hospital for surgical procedure for removing the broken part in his vein. So patient is asking for reimbursement for unnecessary "surgical procedure" and mental trauma caused to him."